Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic sensor error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field safety engineer was dispatched to evaluate the unit. Checked the machine and found fiber-optic sensor module failure. Then perform the fiber optic sensor calibration but the problem was same. Then replaced the fiber optic module then check the machine, now machine have no error. The fiber optic sensor problem is resolved. All tests and functions are working properly. Machine is working ok. Handover the machine in good working condition. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received part with a reported unit failure of a fiber optic module failure. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed the reported failure of the fiber optic module. No root cause defined. Sending the separate boards to the respective supplier per procedure number (B)(6) rev. Aq. Failure analysis received from the supplier. They stated that the part passed with no issues. Root cause for this part is not confirmed.